Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated. Customer's blood glucose was within range (value not provided). After continued charging, customer resumed pump therapy.